Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The calibration was acceptable. The qc was acceptable before patient samples were tested, but qc failed after patient samples were tested. The alarm trace showed "sample probe: abnormal aspiration" and "sample foam detection" alarms. The field service representative found the issue was due to salt buildup. He performed cleaning and decontaminations. He performed adjustments, an air purge, checks, and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable test results for approximately 40 patient samples on a cobas pro ise analytical unit. The sodium electrode and chloride electrodes were affected. Three examples of the alleged patient samples are: patient 1: the initial na result was 152 mmol/l, and the repeated result was 139 mmol/l. Patient 2: on (B)(6) 2025, the initial na result was 153 mmol/l, and the repeated result was 141 mmol/l. The initial cl result was 141 mmol/l, and the repeated result was 95 mmol/l. Patient 3: on (B)(6) 2025, the initial na result was 147.4 mmol/l, and the repeated result was 141 mmol/l. The samples were repeated because the hospital staff questioned the initial results. After the results were questioned, it was discovered that the qc was out of range, and patient samples were repeated. The repeated results were obtained on another module and were believed to be correct.